Event description:
Procedure type: lap chole. According to the reporter: while inserting the port, the seal broke and the broken piece fell into the cavity. It was retrieved. The procedure was completed with another. No tissue damage. No bleeding. Extended or time: unk. No pt injury was reported. No further pt info available.

Manufacturer narrative:
Date initial report sent: 03/31/2009.